Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿implant rupture (per echo examination)and bia-alcl suspected.¿

Event description:
Healthcare professional reported ¿implant rupture( per echo examination)and bia-alcl suspected ¿. The device remains implanted.